Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self test. No unexpected pump error alarms noted during testing. Power error detected alarm due to j6 connector resistance issue. Unit failed sleep current measurement due to power error detected alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was 13.1 mmol/l. The customer reported that insulin pump passed the self test. The insulin pump will be returned for analysis.